Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of high blood glucose readings from the insulin pump. The customer reported high blood glucose of 500mg/dl. Customer indicated that they went to bed with a blood glucose level of 130 to 135mg/dl and woke up with 500 mg/dl. An attempt was made to contact the customer. No further details given.